Event description:
It was reported that a patient presented with high pacing impedance and high capture thresholds noted on the patient's right ventricular lead. No anomaly was suspected as the cause of the issues. The lead was capped and replaced on (B)(6) 2025. No adverse patient consequences were reported.